Event description:
It was reported by customer that the cardiosave intra aortic balloon pump(iabp) had autofill issue while during use. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11 corrected fields: e1 (event site address) a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the log files revealed fault code 37 (autofill failure). All manifold tests passed. After testing, a test run using a getinge trainer and test balloon tubing showed no abnormalities, the machine functioned normally. The problem was caused by the balloon tubing used, affecting gas filling, and was not related to the machine itself. The customer has been informed of the issue.

Event description:
N/a